Event description:
Additional information was received that per the physician, the patient presented with a bicuspid aortic valve and a raphe between the left coronary cusp (lcc) and right coronary cusp (rcc) which may have contributed to the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a  evproplus-34 transcatheter heart valve system was loaded and inspected visually and by tactile assessment, and fluoroscopy was used for final verification with no evidence of misloading observed. The system was advanced into the patient and an initial valve deployment was performed; however, the implantation depth was too deep, so the valve was recaptured to achieve a higher positioning. At approximately 80% of deployment, prior to reaching the point of no recapture, valve depth was assessed and infolding was identified. The valve was then recaptured and retrieved from the patient, and the valve/system was replaced with new sterile components prior to continuation of the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012642935); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012564421); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.